Event description:
A nurse reported valved trocar started to leak, meaning the valve was not closed during vitrectomy surgery. The surgery was completed. There was a patient contact with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened trocar cannula hub assembly in a gauze, in a bag was received. Sample was visually inspected and found to be nonconforming, damaged septum/ angled slit with additional tears with part of torn septum raised and not sitting flush was observed. Leak testing could not be performed due to the damage of the sample. A review of the device history record traceable to the possible lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause for this complaint is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valves became damaged cannot be determined from the evaluation performed. A contributing factor to the hole in sample is that the probe was actuated during insertion/removal of the probe from the trocar cannula during surgery. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).